Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder®aaa endoprosthesis devices. Due to the patient's medical history, co2 angiography was selected. After deployment of the device, it was confirmed that the left internal iliac artery was covered by the distal portion of the device. The procedure was completed without an additional treatment. The physician's comment: because co2 angiography was used, the bifurcation of the internal iliac artery was misjudged.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: IFU statements. The contralateral leg endoprosthesis instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to the complaint. [Positioning and deployment of the contralateral leg endoprosthesis] 1. The guidewire, introducer, and this product should all be manipulated under x-ray visualization. 7. Align the radiopaque marker at the aortic end of the endoprosthesis with the long radiopaque marker for the trunk-ipsilateral leg endoprosthesis. With the alignment of these markers, the necessary overlap of about 3 cm will be achieved. 8. While maintaining the delivery catheter in position, withdraw the introducer sheath and visually verify that the stent graft is completely out of the introducer sheath under x-ray visualization. 9. Stabilize the contralateral leg delivery catheter around the entry of the introducer sheath and stabilize the introducer sheath relative to the patient¿s access site. 10. Loosen the deployment knob to release the lock and confirm the final position of the endoprosthesis. Place the endoprosthesis by using a continuous pull of the knob to release the endoprosthesis. Pull the deployment knob and deployment line out of the delivery catheter arm. Deployment starts from the proximal (i.e. Aortic) side and proceeds to the distal (i.e. Iliac artery) side. Possible defects and adverse events include - adverse events: occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.